Event description:
A physician reports that a pt underwent uneventful cataract surgery with implantation of the crystalens in the left eye. At postop day #43, the dilated exam was notable for some vertical capsular striae through the visual axis. The lens was in a neutral position, but the striae caused some limitation of vision (ucva 20/80, bcva 20/40), but was expected to resolve with time. In 2008, the pt returned for a visit and reported that she no longer needed glasses for distance and intermediate activities, but that she wore reading glasses. The pt also reported that the iol did not "feel" like it was in the correct position. The dilated examination showed the lens in a z-configuration, where the inferior portion of the optic was rubbing against the posterior iris. Of importance, pigment dispersion was observed. The haptics were in the bag and a yag procedure was performed the following month to reposition the lens. Current bcva was 20/30.

Manufacturer narrative:
Device remains implanted and is, therefore, not available for eval. The device history records were reviewed and there were no discrepancies or unusual findings. Other: the lens was in a z configuration, which caused the lens optic to irritate the iris and, consequently, pigment dispersion was observed.